Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "there was blood return at the front end of the blood collection needle, which was also determined to be in the blood vessel. When connecting the blood collection vessel for blood collection, there was no bleeding.'

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "there was blood return at the front end of the blood collection needle, which was also determined to be in the blood vessel. When connecting the blood collection vessel for blood collection, there was no bleeding.'

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.